Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee procedure. Subsequently, the patient suffered from a tendon rupture approximately 2 months post procedure. Attempts to gather more information are underway, however, no additional information is available at this time.

Event description:
Void - upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
Void - upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided. A new MDR was created under the associated product: 00597206535, all poly patella standard cemented size 35 mm diameter 9.0 mm lot# 64129887 MDR: 0002648920-2022-00112.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a left knee procedure. Subsequently, the patient had several falls with quadriceps tendon rupture. Approximately 2 months post procedure the tendon was repaired without complications. No additional information is available.